Event description:
It was reported that the adjacent vertebrae seemed to be deformed. It seemed to be "erosion". Bone fusion is not completed and the patient is complaining of back pain. The surgery was a tlif and l5-s levels were implanted. Also, no revision surgery is under consideration.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.